Event description:
It was reported that during a da vinci incisional hernia repair procedure, the staff reportedly observed the jaws of the small clip applier instrument would not open when prompted with its wheel spinning on its own. The site noticed that the wire was broken and had subsequently sent the instrument for cleaning, and upon return, the wire was hanging in front of its jaw. There were no missing and/or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received for evaluation on (B)(4) 2014. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.